Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. During the investigation the pump bt2 battery was found to have low voltage causing the auxiliary alarm to only alarm for a very short time period. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump had no auxiliary alarm when it was tested. They also stated that this issue was found during testing and no patient was involved. (B)(4).